Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, broken reservoir tube lip, minor scratched cd window, cracked battery tube threads and missing end cap sticker. (B)(4)

Event description:
The customer reported via phone call that they received a button error alarm when attempting to bolus. Customer stated the buttons were unresponsive on the insulin pump. The customer's blood glucose was 139 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.